Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable and the charger board replaced and the issue resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the umbilical connection to the ias requires some finesse in order to keep communication. They have to hold the cable in a very specific orientation so that the ias retains power and can complete a spin. If the cable comes unplugged or not held properly, the ias dies. Issues occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.